Manufacturer narrative:
(B)(4).

Event description:
The patient has two systems (thoracic and cervical). It was reported the patients' thoracic lead (model 3186) is no longer providing effective therapy to the desired pain areas. Reportedly, surgical intervention was undertaken during which time the lead was explanted and replaced with a new model.